Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found the device to be in used condition, and a bent battery contact. A 'no disposable' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. It was determined that the most probable cause was a defective dso sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable detected¿ alarm. There was no patient involvement and no patient harm.